Manufacturer narrative:
The device was not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. There was no patient injury reported. If additional information becomes available a followup report will be filed.

Event description:
As part of a clinical trial data review performed on (B)(6) 2017, it was discovered that during a cryoablation procedure, the doctor noticed the shaft of one of the needle started to collect frost. There were no earlier notifications or other information provided. There were no known consequences reported to the patient.